Manufacturer narrative:
No product or data logs were returned for evaluation. The cause of the optical signal issue could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported on september 30, 2025, after a cross functional review with both the durable and disposable investigation teams, the following action has been identified. Alleged ¿placement signal issue¿ (possibly false positioning alarms), ) could have been due to the pump.